Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. No firmness was confirmed overall. (Overall softness) an operation check inserted the brush into the ultrasonic scope, but it did not snag. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the channel cleaning brush used for reprocessing loses its stiffness faster. Issue observed during reprocessing. There was no patient or procedure was involved.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the channel cleaning brush used for reprocessing loses its stiffness faster; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.